Event description:
The customer reported that there was low audio on the mx40 telemetry device. At the repair bench it was found that there was no audio on the device. The device was not in use on a patient. No adverse event involving patient or user was reported.